Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 (B)(4) (hcp, rep, for) it was reported that there was an impedance problem with the right electrode. There was no patient impact reported.